Event description:
Patient reported they aligners have caused gaps and they will now have to be seen in person for orthodontic care. Regular dentist and hygienist said this treatment was not meant for them and has negatively impacted my teeth now requiring me to get braces to reverse this gap and tend to the sensitivity it¿s now causing. Never had this gap or serve pain when eating before they started byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.